Manufacturer narrative:
This 3500a record is submitted to comply with an FDA 483 inspectional observation issued to arthrex inc on may 5, 2023.  Arthrex has reassessed the reportability decisions made on historical complaint records using revised criterion. This 3500a document is a result of the reassessment. The contribution of the device to the reported event could not be determined as the device is not expected to be returned for evaluation. The most likely cause for the reported failure can be attributed to improper bone prep; misaligned insertion; prying/leveraging the device during insertion.

Event description:
On 2/14/2022, it was reported by a sales representative via email that an ar-3638 knotless fibertak would not bunch and pulled out of implantation site. This was discovered during a procedure. Additional information received 2/14/2022: this was discovered during a hip scope procedure and it was completed successfully using another ar-3638 from lot number 14728349. Out of five fibertaks attempted to be inserted, four were successful and one pulled out. Nothing broke inside the patient and no further issues has been reported.